Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate and verify the reported issue. Physio replaced the user interface pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that their device was displaying a service indicator. There was no patient use associated with the reported event. Upon further investigation, physio-control found when attempting to power on the customer's device, a white screen is displayed. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary.